Event description:
While injecting contrast through the line, the distal end near the connector bulged out then ruptured. This incident occurred during a cardiac catheterization. No injury resulted from this incident.